Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a routine field service maintenance visit the cordless driver 3 had leaking symptoms. There was no patient involvement; no adverse event was associated with the device.